Manufacturer narrative:
Corrected information b3, d10: the reported therapy date is (B)(6) 2021. Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification in relation to the customer reported 'improper shutdown!' Which was not reproduced during evaluation. A review of the event history log identified the presence of 'improper shutdown!'. The 'improper shutdown!' Message in the log displays when the pump was powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The reported condition was verified. No battery was returned with the device for evaluation. Evaluation did not reveal a device malfunction related to the failure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown during therapy (medication, dose, programmed amount and delivery rate unknown) in the intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.